Event description:
Tha implant failure at the neck-head junction. Severe accolade taper corrosion and before the surgery corrosion has caused severe pain. R revised the stem and head and used bigger accolade.

Manufacturer narrative:
Reported event an event regarding disassociation and wear involving a metal head that was mated with an accolade stem was reported. The event of disassociation was confirmed based on medical review, the event of head wear was confirmed based on product inspection. Method & results -product evaluation and results: visual inspection: visual inspection was performed as part of the material evaluation and indicated the following comments: damage consistent with the loss of taper lock was observed on the head and stem of the returned devices. This has been documented as part of a CAPA. No further material analyses were performed dimensional inspection: not performed as the reported device was implanted and subsequently explanted. The device was returned damaged and in its current condition would not be an accurate reflection of its original manufactured condition. Functional inspection: not performed as the functional aspects are not in question. Material analysis: damage consistent with the loss of taper lock was observed on the head and stem of the returned devices. This has been documented as part of a CAPA. No further material analyses were performed -medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: review of the records provided confirmed the implant dissociation and trunnion wear. Review of implant stickers could define if this was a recalled head lot. Obtaining the implant may provide additional insight into the mechanism of dissociation. -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the subject device has been identified to be within scope of an nc and CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of this nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. Device not available.

Event description:
Tha implant failure at the neck-head junction. Severe accolade taper corrosion and before the surgery corrosion has caused severe pain. R revised the stem and head and used bigger accolade.